Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and lead impedance. The rv lead was reprogrammed, remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.